Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) gave a few errors. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue, any errors or alarms. The customer called for iabp service on (B)(6) 2020, but the fse did not find any faults for this day. The customer could not remember what alarm it gave out but mentioned "it said something about the fiber optic". The fse found four "ID#12" along with ID# 58 "vacuum too high". The fse performed a full preventive maintenance (pm) on the iabp, calibrated the pressure and vacuum regulators and completed the pm with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) gave a few errors. There was no patient involvement, and no adverse event reported.